Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 clip malformed. The distal end closed, but the surgeon felt the crotch of the clip remained more open than it should. This occurred on only one firing, the clip stayed on the structure, and this device was used successfully to complete the case. There was no consequence to the pt.